Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 31-mar-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the pocket was not fully seated causing the drawer to jam. A field service engineer removed the row board to extract the pocket, reassembled the drawer, reinserted all pockets, and restarted the station. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medbank tower had a cubie that was unable to eject. The customer stated that there was a delay in dispensing medication to a patient. There were no adverse events or injuries reported based on this event.